Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer resumed insulin delivery successfully and continued to use the pump for insulin therapy.